Event description:
The customer reported that her bg's were continuously high (252-479mg/dl) over a five hour period. She had administered several manual doses of insulin during this time. The pod initiated a hazard alarm, at which point it was deactivated and a new pod was successfully applied. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.